Event description:
Complainant alleged that while attempting to treat patient (age & gender unknown), the device was unable to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 and h4. This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 2112020-2022-0045. Evaluation results: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a relay on the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. It is important to note that when this claim was initially reported to zoll medical corporation there was no indication the patient had expired.